Event description:
This report is based on information provided by the service bench engineer that was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not boot correctly after screen calibration observed at the bench. There were no patient impact and no harm as the device was at the bench at the time of the observed failure.